Manufacturer narrative:
"Date of event" is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient experienced ineffective therapy so the patient did not recharge the ipg as recommended. The ipg became inoperable and the patient lost therapy. Surgery occurred to explant and replace the ipg to address the issue.